Event description:
It was reported that the right ventricular lead exhibited high impedance, high thresholds and an insulation anomaly. The lead was explanted on (B)(6) 2015 and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).